Manufacturer narrative:
(B)(4). Technical support engineer troubleshot this issue with the customer and suggested that the device be evaluated by a covidien field service engineer.

Event description:
It was reported that during patient use, the ventilator generated an error which rendered the unit inoperable. The patient was transferred to another ventilator with no harm.